Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 2 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the proximal lad coronary artery. The maverick otw balloon catheter was removed and replaced with antoher balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.